Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned tibial component and stem extension identified signs of use (nicks and gouges) and the devices remain assembled. Dimensional analysis was performed and the results were within specification. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Per the surgical technique, it is stated to "use the mis 6 mm hex screwdriver to completely hand tighten the threaded mis drop down stem extension into the mis tibial component until head is below plate surface)." A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Device product code: ehd. Unique identifier (UDI) #: n/a. Concomitant medical products: part # 00595002702, stemmed tibial component, lot # 64179499. Foreign source: event occurred in (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2019-00709.

Event description:
It was reported that during an initial tka, the tibial component would not seat with drop down stem. Surgery was completed with new components. Attempts have been made and no further information has been provided.